Event description:
A health care provider (hcp) reported via a manufacturer representative that during an implant procedure the plastic part of the tunneling tool for an extension broke. Nothing in particular was noted to have caused the event. The hcp used a second tunneling tool. No intervention was taken or planned and the issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.